Event description:
It was reported that prior to starting a da vinci prostatectomy procedure, the surgical staff installed the maryland bipolar forceps instrument and the surgeon noticed that the metal fibers of the instrument were broken. There was no report of fragments falling to the patient. There was no patient harm, adverse outcome or injury reported. No further clinical information was provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the initial reporter's complaint. The instrument's pitch cables were frayed at the distal clevis hub. The clevis hub did not exhibit any wear. The frayed strands stuck out at the instrument's wrist. The other cables at the wrist were not damaged. An additional observation not reported by site was that the instrument grips tips were bent. One grip was bent which caused side to side misalignment of the grips. There was a 0.010 offset at the tips. The bent grip did not exhibit separation of the yaw pulley and pulley cover at the glue joint. Failure analysis concluded, that the bent damage might have been due to mishandling/misuse related to the overloading at the tip. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction of a frayed pitch cable, if to recur could cause or contribute to an adverse event.